Event description:
It was reported that the fuse was damaged with exposed bare wires. No patient involvement and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the fuse was damaged with exposed bare wires. No patient involvement and no adverse consequence or clinically relevant delay in treatment was reported.